Event description:
Use of the dexcom g5 for diabetes management is extremely unreliable due to the consistent signal loss that occurs. As a result, blood sugars could be very low or high without the dexcom warning you. The signal loss occur even when the dexcom is right next to your phone, so proximity is not a factor. In addition, the problem is consistent regardless of unit being used. I have had the same problem ever since I began using the equipment which has been at least 8 months. I believe the company may be trying to force individuals to use test strips to test their sugars in order to protect test strip companies and continue to make a profit. The unreliability is so prominent that it is truly concerning and makes the product often useless and unreliable to make blood sugar decisions placing an individual using it at great risk.